Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04736 for the other associated device info. It was reported to boston scientific corp that two speedband superview super 7 multiple bands ligator were used during a variceal banding procedure, in the pt's esophagus in 2009. According to the complainant, during the procedure, multiple bands came off at the same time when using the first device. This device was removed with the scope, and a second speedband superview super 7 multiple band ligator was used. Although multiple bands came off at the same time using the second device, the physician was able to complete the procedure with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.